Manufacturer narrative:
This report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the viper 2 loan kit containing three (3) instruments were delivered to the hospital in dirty condition. The screwdrivers were cannulated with a small lumen at the end of the instrument. The soil was in the small lumen. The instruments were noted at the time of initial processing of the kit and were not used on the patient until they had been appropriately cleaned and sterilized. No patient consequence reported. This report is for one (1) unknown screwdriver. This is report 3 of 3 for (B)(4).